Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: september 30, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing that the lens was scratched. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 (age), a3b, a4, a5 and a6: unknown; information not provided. Section e1: email address: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a tecnis odyssey simplicity 22.0d intraocular lens (iol) implanted on (B)(6) 2025 in the left eye (os). Patient presented post op with hyperopic surprise and lens was explanted on (B)(6) 2025. During explant procedure, a different model, the optiblue extended depth of focus (edof) 23.0d lens, was successfully implanted. No additional medical interventions, such as vitrectomy, sutures, or incision enlargement, were required. The patient is reported to be doing well following the procedure. No further information is available.